Event description:
Pt is long time wearer of extended wear contact lenses; this lens wearer since 6/16/90. On the date of 9/17/94, during a contact lens followup, an area of superficial neovasculation of the right cornea was noted. The location of this area was at 9:00, with less than .25 mm encroachment. Treatment was started with blephamide with gtts qid od for two weeks. Pt was next seen 10/6/94. This exam revealed reduced neovascularization with surrounding infiltrative haze. Blephamide was prescribed for od bid x 5 days, then pt to discontinue.